Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 2 devices: part/component/sub-assembly term not applicable / mechanical problem identified. 1 device: rod/shaft / mechanical problem identified. 1 device: wheel / wear problem. 1 device: wheel / device migration. 2 devices: wheel / mechanical problem identified. 1 device: wheel / dust or dirt problem identified. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 8 malfunction event(s), where it was reported the device experienced steer mechanism is difficult to engage/disengage. No adverse consequence or clinically relevant delay in treatment was reported.